Event description:
It was reported that the ventilator had an issue with holding pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). The fse found traces of liquid contamination inside the filter's chamber of the air gas module, which caused an issue with holding pressure and internal leakage test, pressure transducer test, flow transducer test and patient circuit test to fail. The device was repaired by replacing the air gas module. The reported failure could be confirmed in the received photo. The air gas module regulate the inspiratory gas flow and gas mixture. The liquid contamination in the air gas module as previous investigation has shown, had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The conclusion is that the device did not fail to meet its specification, as the most probable source of liquid contamination in the air gas module is a contaminated air gas from the hospital's external compressor.

Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). The fse found traces of liquid contamination inside the filter's chamber of the air gas module, which caused internal leakage test, pressure transducer test, flow transducer test and patient circuit test to fail. The device was repaired by replacing the air gas module. The reported failure could be confirmed in the received photo. Provided device logs from the date of event confirmed pre-use test failures.

Event description:
Manufacturer's ref. #: (B)(4).